Event description:
It was reported that during a lap. Gastric bypass procedure the surgeon stated that both trocars were leaking. The surgeon likes for the pressure to be 15mm and with the leak occurring, the pressure was on stay out 8mm. The surgeon tied umbilical tape around the trocar cap where it sets onto the housing. After wrapping the trocars with tape the surgeon took towel clamps to hold the trocars together. This slowed down the leak and the pressure was brought back up to 15mm. The case was complete with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.